Event description:
It was reported that pump experienced repeated malfunction alarms with no notable events occurring beforehand. There was no adverse impact to the customer's blood glucose level. Customer reset malfunction as prompted and chose to continue using current pump while prepared to rely on alternate insulin method if needed.